Event description:
It was reported to covidien on 03/17/2010 that a customer had an issue with a catheter, continuous flow. The customer reports that the patient's fibrinogen level dropped the day after the case from 400 to 40. The patient had abdominal bruising and received 2 units of blood. The patient's hgb also dropped.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.